Event description:
It was reported a filter did not appear to open completely following left sided deployment via the femoral approach. A second filter was successfully placed via the jugular approach. Co's follow up indicated the patient had an unsuccessful kidney transplant prior to filter placement and experienced renal failure. The patient has since expired from these complications unrelated to the above filter placement. Co's directions for use state: "do not attempt a left side insertion unless all other attempts are impossible. Sheath kinking or insertion difficulties may result due to tortuous left-sided anatomy. This product is designed for right side insertion via either the right internal jugular or right femoral vein. The catheter insertion route is the choice of the physician."